Event description:
It was reported that the lead was explanted due externalized conductors. During the extraction there was a dissection/tear in the svc innominate vein. The patient was put on bypass and pump. An emergency open heart surgery was performed to repair the svc. The patient was fine and will be monitored closely.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.